Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a maryland bipolar forceps instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
As of the date of this report, the maryland bipolar forceps instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.